Event description:
Discordant, falsely elevated troponin (tni) results were obtained for a male patient sample (sid: lab (B)(6)) on an advia centaur xp instrument. The sample was run in duplicate and the second replicate resulted higher. The discordant results were not reported to the physician(s). The sample was rerun in duplicate on this instrument and the rerun results were not reported out. During a service visit, discordant results were discovered on two additional patient samples. It is unknown if any results were reported to the physician(s) for these patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin (tni) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered the pinch valve for aspirate 1 and 4 had slipped out of the brackets, tubing was kinked and aspirate probes had not been dressed satisfactorily by customer after they were cleaned. This led to restriction in the tubing. The fse provided the customer with an explanation of tni outliers and tni guidelines. The cause of the discordant, falsely elevated troponin (tni) results is due to user maintenance error. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00311 was filed on july 5, 2013. Correction (7/6/13): (B)(4).